Event description:
It was reported that during a surgical procedure at the user facility, a foreign material was found on the hood when the surgeon donned a helmet, and in the packaging of unused hoods. It was reported that the foreign material looked like a small piece of metal. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting.

Event description:
It was reported that during a surgical procedure at the user facility, a foreign material was found on the hood when the surgeon donned a helmet, and in the packaging of unused hoods. It was reported that the foreign material looked like a small piece of metal. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.